Event description:
It was reported that the patient presented for generator change procedure. During the procedure, their right ventricular (rv) lead was noted to exhibit oversensing. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.